Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer was hospitalized on an unknown date for 3 days dor high blood glucose. The blood glucose was around 190 mg/dl before going to sleep and after taking breakfast in morning it went high around 300 mg/dl, customer took bolus and waited for 2 hours and then it went high as 500 mg/dl. The symptoms associated with high blood glucose was abdominal pain. The blood glucose at the time of the incident was 480 mg/dl and currently it was over 400 mg/dl. The customer was using auto mode function at the time of the event. The insulin pump will be returned for analysis.